Manufacturer narrative:
Investigation results: visual evaluation of the distal section of the returned device found that the loop was not returned and was detached from the wire. Complaint confirmed; the loop was detached from the wire. The most probable root cause of this event could not be determined.

Event description:
It was reported to boston scientific corporation that a captivator ii round snare was used in the colon during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, after unpacking the device and testing it prior to use, it was noted that the snare loop was detached from the cannula. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Reported event of snare loop detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii round snare was used in the colon during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, after unpacking the device and testing it prior to use, it was noted that the snare loop was detached from the cannula. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.